Event description:
The customer stated that she was receiving erratic readings. She would test and get a reading of 80 mg/dl. A few minutes later she would get a reading of 197 mg/dl. On another occasion, she tested and got a reading of 55 mg/dl. She retested within a few minutes and got a reading of 194 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the erratic readings. The strips are to be returned for evaluation, and replacement strips will be sent.